Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a wrist ligament reconstruction the anchor slipped out of the bone and was unusable. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. Evaluation of the picture attached to the complaint concluded that the micro corkscrew is no longer attached to the driver. It was noted that the sutures were broken. It is not possible to determine any damage to the driver's tip. Per the event description, the anchor slipped out of the bone. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, and prying/leveraging the device during insertion.